Event description:
It was reported the subject device malfunctioned when used in combination with the video system center and had poor image quality. No patient harm reported.

Manufacturer narrative:
The subject device underwent visual and functional inspection. The customer's allegation was not confirmed. The device evaluation found flooding of the connectors. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.